Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery-enhanced delivery system was to be implanted to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) with axios drainage procedure performed on an unknown date. During the procedure, the axios stent was deployed in an incorrect location. The axios stent was removed with forceps and it was noticed that the catheter was sheared. The procedure was completed with an 8x8 axios stent. There were no patient complications reported as a result of this event.